Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred in the following mechanism: I) fatigue accumulated on the k-wire by repeated operation of the forceps elevator. Then the wire snapped. Ii) the user kept using the device with the snapped but non-raised k-wire strand (following unsnapped strands) because they did not detect the snapped k-wire. Iii) the snapped k-wire was caught in the distal cover when the user attached the cover to the device. Or, the snapped k-wire was contacted by the cleaning brush during brushing process on the distal end. In this way, the snapped k-wire got frayed. A definitive root cause cannot be identified. The suggested event can be detected by inspection prior to use for the following statement of instructions for use (IFU) (operation manual): ¿3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the customer, the evis exera duodenovideoscope had a torn wire at the distal end. The issue occurred before the procedure. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator wire was damaged/cracked due to mechanical/chemical stress applied by repeated use for the long duration (handling issue). This report is to capture the reportable malfunction of the damaged/cracked forceps elevator wire noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Other issues were found. The large light guide cover lens was damaged. The angulation was insufficient, and the charge-coupled device (ccd) unit cable was too short. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.